Event description:
It was reported that after changing supplies, the user could not start or pair a freestyle libre 3 plus sensor with the ilet and received repeated scan errors, leading to troubleshooting and transfer to abbott for further assistance, with the user continuing on multiple daily injections and blood glucose not impacted; the problem involved intermittent communication failure associated with the antenna/electrical-magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.